Event description:
It was reported that this right ventricular (rv) lead was initially implanted in the left bundle branch (lbb). A chest x-ray revealed this lead had dislodged into the left ventricle. A lead revision was performed and the physician opted to extract this lead and implant a new one. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was disposed.